Manufacturer narrative:
Submit date: (B)(6) 2015. One scd controller compression system was returned for an e8 error. Upon triage at a local service center it was noticed that the scd controller had a damaged power cord with burn marks and exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was fully tested and passed all operational specifications. The scd controller was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
The customer initiated a service repair request for a scd controller that displayed an e8 error. The scd controller was sent to a covidien service center and on (B)(6) 2015. The scd controller was triaged at the service center and the service technician noted the controller had a damaged power cord with burn marks and exposed copper wires.